Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to an infection that could not be resolved. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient in this ear. The patient is bilaterally implanted.